Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter had read inaccurately high. The reporter indicated that the alleged meter issue started on six days earlier, at 9:15 am. After testing with the reported meter, the patient took her usual dose of 17 units novalog insulin. A few hours later, the patient developed symptoms of dizziness, shakiness, and light-headedness. She also did not have balance. The patient was in a doctor's office at 1:35 pm that same day while having the symptoms. A nurse in the doctor's office treated the patient with a granola bar. The customer care advocate (cca) walked the patient through a control solution test that failed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged the meter read inaccurately high, took insulin, and afterwards developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.